Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, and had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, confirmed shipping details, and provided instructions to put pump into storage mode and return it within set time frame using provided materials; customer was also instructed to program pump settings and reconnect continuous glucose monitor to replacement pump.